Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal therapy was discontinued. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. On (B)(6) 2012, the patient was discharged from the hospital. Later on, the patient was hospitalized 3 times, on (B)(6) 2012-(B)(6) 2012, (B)(6) 2012-(B)(6) 2012 and (B)(6) 2012-(B)(6) 2012 for peritonitis. The healthcare provider stated that each of these hospitalizations for peritonitis were part of the same recurring event. The cause of the peritonitis was unknown. The outcome of each previous episode of peritonitis was "recovered". On (B)(6) 2012, the patient was hospitalized again for peritonitis. On an unreported date, the patient was treated with cefazolin intra-peritoneally (dose and frequency not reported), for the peritonitis. At the time of this report, the patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.